Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, no issues were noted during the valve load. During valve deployment the delivery catheter system (dcs) did not make an audible sound when "going through" the rumble strips. The physician stopped deployment when the marker band was just before the paddle box as seen visually under fluoroscopy. At 80% deployment, the patient's pressures were normal. The position of the valve and coronary perfusion were verified. The physician started to turn the dcs handle slowly for final deployment when an audible "pop" came from the deployment handle and the capsule shot back and completely deployed the valve very quickly. It was noted the sound was as if the rumble strips were built up and all released at once. There was no end cap separation and the dcs was withdrawn from the patient. The valve landed at an implant depth around 1mm below the native valve annulus and the patient's pressures were stable. Assessment via echocardiogram confirmed no concerns were raised. The patient had a mean gradient of 13 mm hg. The physician stated after the case there seemed to be more tension or difficulty to turn the dcs handle when going through the area where the rumble strips would be. Upon inspection of the dcs on sterile table, it was noted there seemed to be no issue with the rumble strips without the presence of a valve loaded into the dcs. Customer comment: there was no end cap separation, which was almost expected with the sound that was made.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received without a valve loaded in the capsule. The handle appeared intact. The device was received with the capsule fully closed. There was a slight bend to the capsule. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions with resistance noted and locked in place when released. The tip-retrieval mechanism appeared intact with resistance noted when tested. The resistance noted was found to be due to the spindle attachment interacting with the inside of the capsule due to the capsule bend. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame on the mid-section of the capsule. The capsule outer layer at the area of delamination was found to be lifting from the nitinol frame. The inner member shaft and spindle hub appeared intact with no evidence of damage. There was damage observed on the threading of the screw gear. There was a kink to the stability shaft. A 26 mm valve was successfully loaded onto the dcs with the rumble strips being felt during loading. On retraction of the capsule via the rotation of the deployment knob, the valve deployed as expected and no ¿pop¿ was heard. The reported event could not be confirmed in the analysis. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. During analysis, there was damage observed on the threading of the screw gear. This damage is consistent with the increased forces in the system. High forces in the handle may cause the threading of the screw gear to become worn and damaged. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy. A slight dent was noted on the capsule. This may be due to patient anatomy. A bend on the capsule was observed, however the description of the event does not indicate that this damage occurred during the reported issue. The bend may be due to handling or shipping. The unable to deploy reported in this event could not be confirmed based on the analysis findings. Historically, high forces in the system may result in difficulty deploying the valve. The force in the system is a cumulative effect that can be increased by many other factors, including load quality of the valve in the capsule, bends and kinks on the shaft, tortuous anatomy and guidewire and sheath selection. The reported pop heard during the procedure may be all the tension in the system releasing at once. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.